Manufacturer narrative:
Unit passed displacement test, however unit received pump error alarm when performing self test. Problem isolated to moisture damage on electronic assemblies and internal battery. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had stopped working while he was swimming. The customer¿s blood glucose level was unknown. Customer stated there was a crack on back where the battery side. Customer stated they do hear fluid when shaking the insulin pump. Troubleshooting was performed for moisture exposure. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.